Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported mitral stenosis and bradycardia could not be determined. The reported patient effect of mitral stenosis as listed in the mitraclip system instructions for use is known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report mitral stenosis, brachycardia and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was successfully deployed, reducing mr. The mean pressure gradient increased from 2mmhg to 3mmhg. Then a second clip delivery system (cds) was advanced to the mitral valve to further reduce mr, and the clip was deployed without issues. The mean pressure gradient had increased to 4mmhg. However, after the cds was removed, the patient's heart rate slowed down tremendously. The mean pressure gradient increased to 7mmhg. Cardiopulmonary resuscitation (CPR) was performed and a balloon pump was placed. The patient is stable and both clips are stable on the leaflets. The physician stated that the cause of the heart rate decreasing is unknown. Two clips were implanted reducing mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.